Manufacturer narrative:
Manufacture dates: 06/05/2017 - 06/06/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set had a blockage issue. The tubing did now allow flow past the valve. This was discovered before use, during priming. There was no patient involvement. No additional information is available.